Manufacturer narrative:
Result of investigation: vyaire failure analysis received the device visual inspection of the uut (unit under test) found no indications of damage or misuse. The uut (unit under test was installed on a test stand and under went testing. The reported issue cannot be duplicated. The uut (unit under test) was found to function normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 delivered tidal volume exceeding high limit set at 500ml, low 450, high 550, measured 552ml failure flow valve while on a patient. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
A third party service technician evaluated the ventilator and was able to verify customer's reported problem. As a resolution, the flow valve was replaced and software was updated to 1.09. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.